Manufacturer narrative:
Tw # (B)(6). Updated sections: b4,g3,g6,h2,h6,h11. The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. The product box was observed to be damaged at the top of the product box. There were no other visual defects observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "packaging problem" was confirmed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000411142 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 outer box was damaged. Harvester unsure when the damage occurred and did not want to use due to questionable breach of sterility of product. There was no patient involvement as patient was not in the room. Photo provided by complainant shows the outer packaging of the device with damage.